Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing and suspected early battery depletion. Technical services discussed possible causes of the oversensing, including electromagnetic interference. The device and lead checked out fine at the last appointment and there are no inappropriate episodes.